Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of elevated cocr levels, tissue/bone destruction and pain. Subsequently, the patient was revised on (B)(6) 2012. A review of invoice history indicates the modular head and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2010, during which m2a-magnum components were implanted. The patient alleges degradation of the prosthesis. No revision has been reported and no further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2011-00317 / 00320). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00318 / 00319).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of elevated cocr levels, tissue/bone destruction and pain. Subsequently, the patient was revised on (B)(6) 2012. A review of invoice history indicates the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient underwent a revision on (B)(6) 2012 due to pain and alval. The revision operative report noted the presence of purulent appearing fluid; however, white blood cell count, sedimentation rate and c-reactive protein tested normal. Black stained synovium and wear debris were also noted. The acetabular cup and stem were well fixed and remained implanted. The modular head and taper adapter were removed and replaced.